Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer stated that they were changing the infusion set and were trying to rewind the insulin pump, but it would not scroll. The customer was finally able to complete the rewind process, was loading the tubing, and the insulin pump alarmed no delivery. The customer tried clearing the alarm but was not able. They removed the battery, waited a few minutes, and reinserted the battery, and the insulin pump started alarming battery out limit and battery change too slow. Assistance was provided. The date and the time of the insulin pump had to be reprogrammed, the device had to be rewound, but at this point the buttons of the insulin pump were unresponsive. The customer's blood glucose was 120 mg/dl. The discontinuation of the device was advised. Nothing further was reported.